Manufacturer narrative:
Device manufacture date: the device with lot# 18h14v468 was manufactured on august 28, 2018. The device with lot# 18h10v467 was manufactured on august 22, 2018. The device with lot# 18h20v470 was manufactured on september 11, 2018. The device with lot# 18f08v797 was manufactured on june 21, 2018. The device with lot# 18f06v796 was manufactured on june 18, 2018. Twenty two (22) samples were received for evaluation. A flow rate testing was performed on all samples and observed that all samples meet the flow rate accuracy requirements. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The suspect lots are one or more of the following: 18h14v468, 18h10v467, 18h20v470, 18f08v797, 18f06v796. (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of solution sets had under-infusions. This was observed during use of the devices with a colleague pump. There was no report of patient injury or medical intervention associated with this event. No additional information provided.